Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the lead malfunctioned and was explanted and replaced for non-prophylactic reasons. No patient complications have been reported as a result of this event.